Manufacturer narrative:
No device was returned for analysis. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "physician preference" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.

Event description:
Device/procedure outcome: procedure completed, unable to use device - attempted, different device used (different model). Patient outcome: f26: no health consequences or impact. Event description: the guidewire got stuck inside the catheter during the last vein. Had to change catheter and guidewire. Have you attached a photo or a video? No. Patient. Complication(s)? No. Can you please provide photo/s if there is any - no. Event date: 2025-11-19. As reported device codes: 1457: entrapment of device or device component. As reported patient codes: 9398: no clinical signs, symptoms or conditions.